Manufacturer narrative:
The investigation of priming issue has been completed. The pump and purge cassette were returned for investigation. No visual abnormalities were reported on the returned products. The pump and purge cassette were primed without issues, with purge fluid seen exiting from motor end. The pump was tested for an additional 10 minutes without any observed issues. The data logs requested from the remote server were not sufficient to provide detailed case start information. The cause of the priming issue was not determined since no issue found on the returned product and sufficient clinical information was not provided including data log.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The user facility reported that during prepping, the impella cp purge system failed to prime. The automated impella controller (aic) was exchanged but the issue was not resolved. A new impella cp and a new aic were used. No harm was reported.